Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative removed patient exams freeing up 89% of the hard drive space and could not duplicate the reported issue. The reported event was related to user maintenance of that system memory.

Event description:
A medtronic representative reported an issue with the site's stealthstation treon. In the booting sequence, there was an error message that appeared randomly when the system was started. The surgeon stated that the system sometimes goes very slow and they cannot pass from one window to another in the mach cranial axiom 5.2.5 application. There was no patient present when these events were noted.